Event description:
On 06/19/2025, a sales representative reported via (B)(4) that an ar-13402-48 hto anchor and an ar-13402-44 hto anchor broke. This occurred during a procedure when the anchors were broken at the shaft/screw head during insertion. Each anchor was prepped according to the technique guide, with the drill and tap steps completed. The surgery was completed with separate screws. No negative consequence to the patient. Additional information was provided on 06/24/2025, where the sales representative reported this event occurred during a high tibial osteotomy (ibalance hto), the screws broke during insertion into the tibia. The patient had good bone quality. The hto anchor drill and cortical tap were used to prepare the bone socket. All fragments were retrieved from the patient and another screw was used to complete the case. The case was delayed about 15 minutes with no additional anesthesia administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to prying/leveraging, misalignment, and/or excessive force being used during insertion of the implant.